Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in an unspecified infection in the abdomen. The breach in aseptic technique was not further described. The cause was due to fungus. It was not reported if the patient was hospitalized for the event and began treatment with unspecified oral drug and infusion drug (doses, routes and frequencies were not reported). At the time of this report, the patient has recovered from the event. Pd therapy was discontinued during treatment. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.